Event description:
The user had the shower seat for 2 weeks - she was sitting in the shower & everything was properly place - the legs bowed out while she was sitting on the seat, and she had to go to the doctors. The user is reported as having gone to the doctors because of bruising from the fall.